Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post-paced t-wave oversensing was observed on the device via stored non-sustained lead noise egm. The patient did not receive therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.